Event description:
It was reported that the patient stated they had their device checked and adjusted and one day after it was regulated the patient started to feel some hiccups, some big ones and little ones. Follow up with the physician was conducted but they were not able to provide any additional information. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4296-78 implantable pacing lead: (B)(6) 2013. A 5076-45 implantable pacing lead: (B)(6) 2013. A 6935m55 implantable tachy lead: (B)(6) 2013. (B)(4).